Event description:
The hcp reported the patient's mother had noted a slight increase in the patient's lumbar pseudomeningocele. An x-ray was taken which showed dislodgement of the catheter tip from c5 to t12. The patient underwent surgical replacement of the intrathecal catheter. The drug used in the pump is lioresal 2000 mcg/ml at a dose of 215.8 mcg/day on a simple continuous basis. The patient recovered without sequela and will return in february for a post operative re-check.